Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances. The patient underwent a lead replacement procedure. No other information could be obtained. Additional information was received that the patient was not receiving adequate stimulation for pain control due to high impedances on the leads. The patient was reportedly doing well post-operatively. The explanted devices were disposed of per facility protocol.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number:15513593. Model/catalog description: linear st lead kit 70 cm. Unique identifier: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances. The patient underwent a lead replacement procedure. No other information could be obtained.